Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06387, related manufacturer reference number: 3006705815-2021-06389, related manufacturer reference number: 1627487-2021-19140. It was reported that one of the patient's scs leads had migrated laterally and one of the patient's l3 drg leads had migrated anterior. As a result, the physician explanted and replaced the patient's leads. Surgical intervention resolved the issue. Note: it is unknown which scs and which drg lead migrated, so four leads are being reported on.